Event description:
Due to failure by customer to replace a broken hm plexiglas waste container cover, the operator cut their left index finger on the sharp edges while replacing the dimension instrument film canister. It is unk when or how the cover became broken. The customer had not contacted dade behring regarding the broken cover prior to the incident. A tetanus shot was administered as a preventative measure.